Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. If implanted; give date: unknown/ not provided . If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation; it remains implanted. Therefore, the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A review of complaints revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, the trailing haptic of a tecnis itec preloaded 1-piece iol (intraocular lens) model pcb00 remained inside the delivery system. Lens was almost fully in situ in the eye. The lens was maneuvered by the surgeon into place in order to implant it. No patient injury reported. No further information available.